Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began (B)(6) 2022. It was reported that the patient (pt) reports the wire is coming loose since today. Caller stated it was out 3 or 4 inches when left hospital and now it is about 2 or 3 times that. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.